Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the crani- attachment device came apart in two pieces. It is unknown if the event occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device came apart and the tip was drilled into. It was determined that this was due to a failure to follow the directions for use. It was determined that the burr device was improperly loaded into the attachment device and then installed onto the drill. Therefore, the burr device did not seat properly in the locking chamber. The attachment device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error, abuse and /or misuse. It was further determined that the issue with the device coming apart into two pieces was consistent with wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.